Event description:
Angiocath broken off likely in pt's venous system although not located by subsequent plain films (x-rays), ultrasound, or fluoroscopy. If in venous system, cath. Tip (approx. 1 inch) would likely lodge in lung tissue and be surrounded by it with no further movement of catheter tip or further damage. No hospitalization required at present time due to this event. The removed portion of catheter appears to be brittle. The "wing" on one side broke off when tape (securing it to pt) was removed. It was then noted that the catheter tip was not there and had apparently broken off. X-rays and ultrasound were done immediately.